Manufacturer narrative:
Scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip, end cap broken off.

Event description:
Customer reported that the insulin pump fell as he was putting on his pants and as a result, the buttons on the insulin pump fell off. Customer's blood glucose was 100 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.